Manufacturer narrative:
The user-reported issue could not be confirmed. The issue was potentially caused by user error (improper loading of the IV sets). The pump was tested and found to have an lcd display with a brightness/contrast issue and a battery outside of warranty. The last periodic maintenance for this pump was performed on (B)(6) 2015, which was outside of the yearly pm internal as recommended by zyno medical. The lcd and battery module were replaced. The pump was repaired and tested to meet full specifications on 01/30/2017. Upon receiving the complaint, it was initially determined as not reportable by the manufacturer. During the final review of the complaint file by quality/management, it was determined as MDR reportable on 02/03/2017.

Event description:
The user reported that "the tubing split in the pump, where it was held by the pump-based clamp. The infusion had just started and only a few drops of fluid were spilled so the patient was not injured. New tubing was attached and the patient received her chemo as planned using another pump. We did not keep the tubing since it may have contained some chemo. The serial number is either (B)(4)."